Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer's blood glucose was 564 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence as they were prompted with the motor error alarm. It was also reported the customer could smell insulin from the insulin pump. The customer reported a possible leak on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump received with cracked reservoir tube lip and cracked case near display window corner noted.